Event description:
Reporter alleged obtaining discrepant blood glucose values of 467 mg/dl back to back with a result of 145 mg/dl when testing was performed 1 minute apart on the advantage system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing. Reporter indicated he self treated with fruit and glucose tablets; however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.